Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported per maude event report that upon completion of using the trerotola, the physician attempted to remove the device. Several attempts were made to remove the device which were met with resistance. When it was finally removed, there was tissue attached to the device.